Event description:
Global pharmacovigilance provided the following information received from a us nurse regarding a male patient who experienced peritonitis due to breach in aseptic technique in (B)(6) 2012. The patient started peritoneal dialysis (pd) therapy on an unknown date using dianeal 2.5%. The patient was hospitalized on (B)(6) 2012 and discharged on (B)(6) 2012. It is unknown what medical interventions were required. The patient is considered to be recovered. It is unknown if the patient/caregiver were retrained regarding proper aseptic technique.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The problem was confirmed related to use error - breach in aseptic technique as the consumer reported a break in aseptic technique by the patient. The assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the product code is unknown, a 510k number was not able to be identified.